Event description:
The customer reported, the system locked up and had to be rebooted three times to restart. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and the single board computer. System operates as intended.